Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual and functional test identified the reported condition as an extremely large leak spraying liquid from the right bottom corner. The leak location and magnitude would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified the leak as a severe corner gouge surrounded by eva fray. The manual add port had been used, as evidenced by cannula insertion. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the left lower side seam. The leak was discovered after the compounding process. This report documents no patient involvement or adverse events. No additional information is available.